Event description:
It was reported that an alert for high, high voltage lead impedance was observed. Loss of rv capture was also noted. Patient was asymptomatic. Lead fracture was suspected. Two months prior, patient suffered a motorcycle accident and sustained body damage and broken bones. During lead revision, externalized conductors were observed. Lead was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: external insulation abrasion was noted at 41.6-41.8cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 9.2-9.5cm and 13.1-13.9cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 46.0-46.4cm and 46.5-46.9cm from the distal tip, consistent with lead friction to the device can. The condition of the etfe coating could not be determined at these locations.